Manufacturer narrative:
The return, down, and right keypad buttons were intermittent. Upon further review, the flex connector is intermittent due to a crease that runs across it. Unable to perform the displacement test due to the intermittent flex connector.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was unknown. The customer reported that the l button, down button, center button doesn't work at all. It was reported that the buttons were intermittently and they were extremely hard to press. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.